Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found damage to the front enclosure and a bent battery lock. Review of the archive data revealed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages on (B)(6) 2016. Unable to perform functional testing due to the ua 7 appearing upon powering on the platform. Further investigation found that the load cells were faulty. To resolve the issue, the load cells were replaced. The device passed testing with no faults found. In summary, the customer's reported complaint was confirmed during archive review and functional testing. The autopulse platform is a reusable device and was manufactured on 01/09/2008. Therefore, this type of problem is characteristic of normal wear and tear for the life of the device. Additional repair and update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and is current. The battery lock was replaced and the power distribution board was updated. The platform passed all final testing criteria

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) error message. In attempts to resolve the issue, the customer reportedly pulled up on the lifeband and restarted the platform; however, the issue continued. Prior to the issue, the reporter indicated the device was used during a full cardiac arrest call. The patient was on the autopulse platform when a shock was administered. According to the reporter, the autopulse platform worked as intended throughout the call. There are no patient consequence reported.